Event description:
It was reported that the patient¿s generator had reached 25% however at the last appointment 6 months ago, the device was at 100%. The physician was concerned at the rate of the battery's depletion. Programming data was reviewed however there was not sufficient data to determine whether or not the device was depleting prematurely. A review of manufacturing records confirmed that the generator's printed circuit board assembly (pcba) was laser routed during the manufacturing process. The device passed quality control inspection prior to distribution. The patient underwent generator replacement surgery. The suspect generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect generator was received and is pending analysis.

Event description:
Product analysis was completed on the explanted generator. Visual analysis observed scratches and discoloration on the external can which are consistent with typical wear that occurs during the explant procedure. The generator case was opened and the printed circuit board assembly (pcba) was evaluated. Contaminates were observed on the trimmed edge of the pcba. During functional testing the pcba failed several electrical tests. The debris contaminates were removed from the pcba and the postburn electrical test was performed. The test showed that the contaminants on the pcba suggest a probable electrical pathways which contributed to the supply current conditions and premature battery depletion.